Event description:
Patient reported no complaint against the right side device. Healthcare professional later reported "palpable right breast mass," "pale polarizable material, suggestive of silicone," "breast tenderness," "discomfort in breasts," "lumps," "swellings," "hives." Healthcare professional also reported "brain fog," and "unexplained illnesses" which are not device related. Device has been explanted.

Manufacturer narrative:
Health effect f1905-device revision or replacement; f2203-imaging required. Date of occurrence (B)(6) 2021. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pale polarizable material, suggestive of silicone¿.

Event description:
Patient reported no complaint against the right side device. Healthcare professional later reported "palpable right breast mass," "pale polarizable material, suggestive of silicone," "breast tenderness," "discomfort in breasts," "lumps," "swellings," "hives." Healthcare professional also reported "brain fog," and "unexplained illnesses" which are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe as it is a medical event not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Pain: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Edema: unable to observe as it is a medical event not related to the device. Urticaria: unable to observe as it is a medical event not related to the device. Additional observations: crease fold, yellow particles and wear abrasion observed on the device. Deformation device observed on the device.